Event description:
It was reported since implant the patient was only receiving about 50% of pain relief in his right arm. The patient received 100% pain relief during his trial and was receiving "good" relief on his left side. Reprogramming was attempted, but the results were not successful. The patient was scheduled for a lead revision for (B)(6) 2012 to improve the stimulation coverage in the right arm. The device was interrogated pre-operatively and electrode 0 had elevated impedances, but there was not an open circuit. The 0 electrode impedances measured in the 8000-9000 ohm range with all other electrodes whereas the impedances for the other electrode combinations were in the 700-900 ohm range. The revision proceeded and the lead was revised. During the revision the lead was also disconnected, dried off, and then re-inserted into the stimulator. Impedances were then measured and the results showed all impedances were within normal ranges. After the revision the patient was doing "fine" and receiving therapy on both arms.

Manufacturer narrative:
Lead: model 3778-75, serial# (B)(4), implanted: 2011 (B)(6). Lead: model 3778-75, serial# (B)(4), implanted: 2011 (B)(6).